Event description:
The customer reported to olympus, evis exera ii ultrasound gastrovideoscope presented a stripe/line in the image. No patient injury reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end. A stain could enter inside the lens through the gap. The acoustic lens surface was damaged. A gap had appeared on the acoustic lens surface. This report is to capture the reportable malfunction of the gap of adhesive on the distal end. A stain could enter inside the lens through the gap and the acoustic lens surface was damaged noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The video image was displayed with no issues. Due to damage on the acoustic lens, the displayed ultrasound image was defective. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The up/down knob, distal end, objective lens, connecting tube, and universal cord had a scratch. The suction cylinder was deformed. The paint on air/water and suction cylinders was peeled. The distal end had a dent. The objective lens had discoloration. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that some external force has been added to the spot in question, based on the fact that it has been confirmed that there are scratches around the spots pointed out. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.